Event description:
Healthcare professional through national breast implant registry (nbir) reported right side "suspected/actual rupture/deflation". The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.